Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80foz and is 510k preamendment. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the catheter sheared. It was reported that on (B)(6) 2011 at an unspecified time, the catheter was successfully inserted into the pt at an unspecified location. On (B)(6) 2011 at an unspecified time during removal of the catheter from the pt, it was reported that "only half came out." The customer contact indicated that on an unspecified date, the pt underwent an unspecified surgical procedure to remove the remaining portion of the catheter from an unspecified location. After the surgical procedure, the pt was "fine." Though requested, no add'l info was provided.